Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
This information is provided in response to your request dated september 17, 2014 for additional information. Our original medwatch report was submitted with the reporting of the death of (B)(6), the customer's mother reported, the death. The caller was contacted for the full details of the death report. The date of the death was (B)(6) 2014. Caller stated that the customer's diabetes had progressed which led up to the passing of her daughter. Caller stated that cardiac arrest may have occurred, she is waiting on autopsy report. Caller is unsure if her daughter was wearing the insulin pump at the time of death, she did not see it and the insulin pump was not attached to customer. Caller unsure how long daughter was not attached to insulin pump; daughter was found alone. Nothing further reported.

Event description:
Customer's mother reported that her daughter had recently passed away. She called in with some questions, mainly whether her daughter's death could have been prevented had she upgraded her insulin pump to the 530g. Customer's mother gave few details about the passing because she was not feeling ready to talk about it yet. Customer passed away on (B)(6) 2014. The cause was diabetes complications. Customer's mother called the next day, asking what she should do with the rest of customer's insulin pump supplies. She was advised she could donate them. Customer's mother was still not feeling ready to discuss her daughter's passing. She said to call back in a month. Several attempts were later made to contact the mother, but they were unsuccessful. Messages were left for mother to contact medtronic when ready to complete the death notification questions. Nothing further reported.